Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) contacted the robotics coordinator (customer) who reported this event, and was informed that the reported uncontrolled motion was a user error with the surgeon. Clinical territory associate (cta) has since been there to view cases and the systems is working just fine. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The system logs for this procedure were reviewed, there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer experienced the arms moving uncontrollably all around with unintuitive motion. No faults or error messages were reported by the customer. The technical support engineer (tse) reviewed the logs, but found no related issue. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.